Event description:
Patient representative reported "removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, removal of implants, significant scarring, disfigurement, tissue damage, pain, asymmetry, changes in appearance, capsular contracture, burning sensation, capsulectomy, seroma, rashes, itching, swelling, depression, panic disorder, post-traumatic stress, weight loss, ulcer, irritable bowel, chronic headache, gi upset/reflux; aggravation of underlying conditions including fatigue, headache, nausea, vomiting, diarrhea, anxiety; post-operative complications including infection; and other physical and emotional manifestations that are severe and ongoing. It is not clear if plaintiff was enrolled in any of defendant¿s studies or trials. Patient has not been diagnosed with bia-alcl" this record is for the right side. The device has been explanted.

Manufacturer narrative:
The events of capsular contracture, seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, seroma, infection.